Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (oaz) was informed by the user facility that the customer high-definition autoclavable camera head is ¿not able to get an image on it¿. The customer reported problem was found during inspection before use. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
The subject device was returned to olympus. The evaluation could not confirm the customer¿s reported problem, unable to duplicate the no image. The evaluation noted parts of the cabling unit has deformation/buckling which may have attributed to the event. Additional information regarding the event was requested from the customer, but no further information was obtained. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.